Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during a procedure the second anchoring plate was difficult to insert after the first anchoring plate was inserted. The cage and achoring plates were removed and replaced with a mc plus cervical cage to complete the case. There was no reported patient harm.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d11, g3, g4, g7, h1, h2, h3, h6, h10 d4: UDI (B)(4). D11: item mc1320p lot 57783. Item mc1620 lot unknown. G3: foreign france. The complaint is unrefuted for one roi-c plate set for the failure of difficult to insert. Medical records were not provided for review. Per DHR review, the parts were likely conforming when they left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.